Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the lcd display was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device's display was flickering and could not be read. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.